Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection testing, the device delayed upon power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and full functionality testing without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed no indication of a device malfunction. The actual battery used was not returned as part of this investigation. No trend is associated with reports of this type.